Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned to the manufacturer.

Event description:
As per legal correspondence, patient has retained an attorney for personal injuries sustained in 2002 as a result of a hip replacement.